Manufacturer narrative:
This case is reported in retrospect based on a re-evaluation conducted in 2025 for formal reasons. There was no particular risk to patients, users, or third parties.

Event description:
Irn# (B)(4): incident occurred in hungary. Broken monopolar devices (isolation) - part of device had to be removed.